Manufacturer narrative:
Weight :unknown, ethnicity: unknown, sex: unknown. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -13.50/2.5/075 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2022. This resolved the problem. Cause of the event is reported as unknown.